Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility peritoneal dialysis (pd) nurse reported a patient who was admitted to the emergency room for low blood sugar issues. It was later confirmed that the patient¿s hospitalization was related to poor diet control, and also that prior to the patient¿s hospitalization, the patient had been noncompliant with their pd therapy. There is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Manufacturer narrative:
Clinical investigation: based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. On (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was hospitalized due to hypoglycemia on (B)(6) 2018. Follow up revealed the patient was non-compliant with pd therapy (non-compliance specifics are unknown). Additionally, it was reported the patient practiced poor diet control which caused the hypoglycemic event and subsequent hospitalization. The pdrn stated the patient would be transitioning to hemodialysis (hd) for rrt. There is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.